Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant psa results were due to the bubbles in the psa reagent container. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant psa results were obtained on three pts' samples. The samples were repeated and the correct psa results were reported. Pts treatments were not altered or prescribed. There were no reports of adverse health consequence as a result of the discordant psa results.